Event description:
It was reported that the user experienced a dexcom g7 pairing failure while using the ilet system, requiring a pump restart and re-entry of the sensor pairing code; the first sensor generated a replace sensor alert, a second sensor was paired and entered warmup, and the user was directed to dexcom for g7 replacement. Symptoms included no reported alerts or alarms from the ilet pump beyond pairing failure workflow. Outcomes included completion of troubleshooting and education. Investigation included review of the reported pairing process, sensor replacement, and warmup progression. Investigation of this case revealed a sensor connectivity issue associated with the dexcom g7 that was addressed through sensor replacement and pairing steps, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was external cgm sensor performance and connectivity.